Manufacturer narrative:
2000e china is an international code- the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided is for the domestic similar product: k960280. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 ll vlv adpt(stand alone) experienced separation. The following information was provided by the initial reporter: the 2000e connector used in the department had blue rubber plug and white port falling off for many times. It was understood that the 2000e connector was connected to the double-tube PICC tube of bard with three-way valve. According to statistics, there were as many as 8 cases with this defect. During the PICC maintenance for the patient on (B)(6), the smartsite directly broke into two sections in front of the patient, causing doctor-patient conflict, and the customer seriously doubted the product quality. This kind of problem had never appeared before in the use of kelaifu connector. The customer required to give specific feedback. The sample couldn¿t return.

Event description:
It was reported that 8 ll vlv adpt(stand alone) experienced separation. The following information was provided by the initial reporter: the 2000e connector used in the department had blue rubber plug and white port falling off for many times. It was understood that the 2000e connector was connected to the double-tube PICC tube of bard with three-way valve. According to statistics, there were as many as 8 cases with this defect. During the PICC maintenance for the patient on march 31, the smartsite directly broke into two sections in front of the patient, causing doctor-patient conflict, and the customer seriously doubted the product quality. This kind of problem had never appeared before in the use of kelaifu connector. The customer required to give specific feedback. The sample couldn¿t return.

Manufacturer narrative:
A 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 17057732. The customer provided some photographs of the affected samples; analysis of the photographs identified the sample in two pieces; separation occurred at the point where the female luer adapter (fla) meets the clear body of the smartsite with part of the clear body remaining welded to the inside of the fla.. As part of the feedback the customer confirmed that the product had been disinfected with povidone-iodine prior to use. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 17057732 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations into complaints of this nature have identified that the most likely cause of this type of damage is exposure of the clear body of the smartsite to a cleaning agent. Repeated application of alcohol-based products weakens the plastic over time, causing micro-cracks to develop. Application of a torque force during engagement or disengagement of the connecting male luer (e.g. Syringe) adds further stress to the weakened plastic resulting in the observed breakage. Please note that, according to the directions for use (dfu) for the smartsite, it is recommended to swab only the top of smartsite® with 70% isopropyl alcohol (1 to 2 seconds) and allow it to dry for approximately 30 seconds prior to every access. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months. H3 other text : see section h.10.